Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent could only be partially deployed by using the deployment mechanism and that the remainder of the stent could be released by removing the system from the patient. A force transmitting component was found to be broken. Compressive deformation on the outer catheter surface indicates the presence of high friction and increased release force during the breakage of the system. The tip of the returned system was in good condition and no damage was found which indicates tracking difficulties prior to deployment. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase or tracking difficulty. In this case, the user encountered difficulties in advancing the system over a 0.014" guide wire and a guiding catheter in combination with a 0.035" guide wire was necessary for successful advancement. The lesion had been pre-dilated. The use of a 0.014" guide wire may be a contributing factor if more support depending on vascular anatomy or lesion morphology is needed. Furthermore, the event reported may be use-related as rough handling can lead to friction increase. Based on the information available and the evaluation of the returned device, a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." Also the IFU indicates that the use of a 0.035" guide wire is recommended.

Event description:
It was reported that during a stenting procedure of the left distal sfa via contralateral access, the delivery system could not be advanced to the lesion site over a 0.014" guide wire. After the 0.014" guide wire was exchanged by a 0.035" guide wire, the delivery system could be advanced to the target site. During the attempt to deploy the vascular stent, the stent could not be deployed any further after being released 17 cm. During withdrawal of the delivery system, the stent could be completely deployed and the procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stenting procedure of the left distal sfa via contralateral access, the delivery system could not be advanced to the lesion site over a 0.014" guide wire. After the 0.014" guide wire was exchanged by a 0.035" guide wire, the delivery system could be advanced to the target site. During the attempt to deploy the vascular stent, the stent could not be deployed any further after being released 17 cm. During withdrawal of the delivery system, the stent could be completely deployed and the procedure was completed successfully. There was no reported patient injury.